Event description:
Surgeon cemented the patella in the usual manner. After the cement cured, the surgeon repositioned the component over the femoral implant where the poly of the lcs patella fell off. The doctor said when the patella fell off it appeared to leave metal shavings. 45 minute delay in surgery.